Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please provide the severity of the liver disease? (Child-pugh score); the sales rep tried to get the additional information but the information cannot be provided. Please provide the patients coagulation status. The sales rep tried to get the additional information but the information cannot be provided. Does the surgeon believe that the ethicon device caused/contributed to the reported events? No. The surgeon commented that the causion of this event was not related to the device. The surgeon believed the causion of this event was related the patient's status. Was the post operative death associated with the stapler or the patients underlying condition? The surgeon commented the death was associated with the patient underlying condition.

Event description:
It was reported that during a laparoscopic distal gastrectomy, gst60b and ech60r were used on duodenum resection. There was no unusual feeling during the operation, but the leakage occurred post-op day 3, and the patient died. The device was used on the duodenum. After the leakage occurred, the drainage was placed. No further information is available.